Event description:
Customer reported the insulin pump alarmed button error and the message is frozen on the device. Customer is not sure if the device is administering insulin or not. Customer's blood glucose was 103 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act and up button response due to corroded keypad traces. No frozen screen or button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker.